Event description:
It was reported that the patient experienced high blood glucose due to the infusion set fell off during use, which may have been related to the insertion site not being free of hair and the high blood glucose was treated with correction bolus via pump and multiple daily injection on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.